Event description:
Describe event, problem, or product use error: the patient reported that the nebulizer machine is not functioning properly. The patient reported the tubing of her nebulizer pops out of the machine and that both the machine and tubing become very hot during use. She has been unable to complete her medication due to this issue. Date of last dose unknown. Unknown if patient experienced an adverse event. Unknown if defective device is on hand for return. Unknown if md is aware. No further information provided. Indication: chronic obstructive pulmonary disease, unspecified. Diagnosis for use: chronic obstructive pulmonary disease, unspecified.